Event description:
It was reported that pocket erosion was observed. The patient was treated with antibiotic therapy and the device, right ventricular lead, and right atrial lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-06944, 2017865-2022-06945.